Event description:
When the physician went to insert the flexor ansel guiding sheath, the valve on the sheath pulled off/disconnected from the back end of the sheath. Another device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.